Event description:
The inner sterile packaging of the exeter im plug was stuck to the outer packaging and resulted in the sterile im plug packet falling on the floor when it was being opened by scout nurse. Another identical device was immediately available for use and case was completed as originally planned without any delay or medical intervention.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.